Event description:
The biomedical engineer (bme) reported that the spo2 on bedside monitor (bsm) was dropping out. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the spo2 on bedside monitor (bsm) was dropping out. The socket connector was not making a good connection. They were provided with an exchanged device. No patient harm or injury was reported. Investigation summary: the customer indicated that the spo2 readings come back once the cable was pressed down on the device. Based on the available information, a definitive root cause could not be identified. The available information suggests that the cable may not be physically connecting with the spo2 socket or that the cable may have a connector or internal damage. This may be due to a broken pin on the cable or a broken connector. The ports on bsm device and the spo2 cables are color coded to assist the user in identifying the proper port to connect to. Forcefully inserting the spo2 cable into the incorrect port would cause the spo2 cable pins to get bent and damaged. When removing the spo2 cable from the bsm, the user should hold the connector when pulling out the cable. Removing the spo2 cable by pulling at the cable would cause the connector to separate. Repeated connect and disconnect cycles of the spo2 connector may also cause wear to the connector socket and may contribute to the reported issue. Physical damage on the (B)(4). May also impact the spo2 module of the device.

Manufacturer narrative:
The biomedical engineer (bme) reported that the spo2 on bedside monitor (bsm) was dropping out. The socket connector was not making a good connection. They will be provided with a replacement socket to resolve the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the spo2 on bedside monitor (bsm) was dropping out. No patient harm was reported.